Event description:
Their customer sent pictures, units have scratches and are flaking.

Manufacturer narrative:
Product has not been returned. Picture sent does show deep scratches and brass is showing.